Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was suspected to have delivered inappropriate shocks due to supraventricular tachycardia (svt). The first shock did not affect the patient's rhythm, however a subsequent shock terminated the arrhythmia. Additionally, this ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Review of shock impedance trends revealed a history of gradually increasing measurements. A vector breakdown revealed: rv coil to right atrial (ra) = 92 ohms, rv coil to can = 122 ohms, and ra coil to can = 102 ohms. Technical services (ts) recommended rv lead replacement. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that a therapy upgrade was planned for this implantable cardioverter defibrillator (ICD), however left ventricular (lv) lead placement was not possible because the patient had developed heart block. As a result, this ICD was explanted and replaced with a dual chamber ICD. A successful defibrillation threshold (dft) test was performed at 29j and the shock impedance measurement was 121 in triad for the chronic right ventricular (rv) defibrillation lead and new ICD implant. Commanded shocks revealed a shock impedance measurement in the 90s ohms range for the attempted therapy upgrade and 78 ohms with the newly implanted ICD. The chronic rv lead was tested, and the physician was satisfied with its performance. The field representative made the physican aware of the rv lead concerns and considerations associated with the known code 1005 on the previous device, however the physician elected to continue using the chronic rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was suspected to have delivered inappropriate shocks due to supraventricular tachycardia (svt). The first shock did not affect the patient's rhythm, however a subsequent shock terminated the arrhythmia. Additionally, this ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Review of shock impedance trends revealed a history of gradually increasing measurements. A vector breakdown revealed: rv coil to right atrial (ra) = 92 ohms, rv coil to can = 122 ohms, and ra coil to can = 102 ohms. Technical services (ts) recommended rv lead replacement. This ICD system remains in service at this time. No additional adverse patient effects were reported.